Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed a time/date reset after a pump reboot on (B)(6) 2016. When the pump was powered back on, the time/date was set to (B)(4) 2015 00:08. A manual time/date change was made from (B)(6) 2015 03:17 to (B)(6) 2015 15:17. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. The pump was exercised for 24hrs. After 24hrs, the battery was removed for 6hrs. The bench testing confirmed that when the battery was reinserted after 6hrs without power the time and date reset to default setting. The pump cover was removed and the internal battery was found to be leaking. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/01/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with moderate ketones and polydipsia associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate and the patient was also on thyroid medication. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.